Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # 529c68 b3: exact event date unk, entered (B)(6) 2023 as no date was provided. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the jaws in the closed position and no apparent damage. Also, an installed battery and two vasecr35 reloads are present. Reloads (b & c) were received fully fired. Upon evaluation of the reload (b), there were hairline cracks and reload deck displacement that did not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 529c68, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? The renal transplant surgery for donor. What is the surgeon¿s experience with the pvs device? No additional information was gotten. What was the approximate width of the compressed vessel? No additional information was gotten. Did the surgeon wait 15 seconds prior to firing? Yes. Dr used the device as usual. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Dr used the device as usual. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Dr used the device as usual. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the post-op bleeding identified? The bleeding occurred during the initial procedure. How many days postoperative was the bleeding identified? The bleeding occurred during the initial procedure. What was the total estimated blood loss (ml)? The total estimated blood loss was unknown. Was a transfusion required? No what was the pre and postoperative anti-coagulant and pain management protocol? No additional information was gotten. Was the bleeding intraluminal or extraluminal? The bleeding from vessels. Was there calcification of tissue that impeded clamping or cutting? No additional information was gotten. Were there any pre-exiting patient conditions? No. Were any clips or other hard objects near the structural site at the time of firing? No additional information was gotten.

Event description:
It was reported that during a laparoscopic kidney transplant donor procedure, after the kidney was taken out, bleeding occurred from the vein. Then the bleeding was confirmed from the artery. The operation converted to open procedure and additional suture was performed to hemostasis and completed the case. The bleeding amount is unknown. Blood transfusion was not performed. The patient is still hospitalized. No further information is available.